Event description:
Medtronic received information that during use of a fusion oxygenator, the cardiac surgery case proceeded without incident. However, during the tear down of the circuit, the perfusionist removed the temperature probe from the fusion oxygenator and discovered that there had been a leak (that was not noticeable on bypass) inside the temp well (<(><<)> 5cc of blood). There was minimal blood loss and no impact on the case/patient. The perfusionist did not recall any damage to the packaging.

Manufacturer narrative:
Conclusion: complaint confirmed for leaking around the tma or sampling port based on the images provided. Medtronic was unable to perform testing or evaluate the device as it was discarded by the customer. A leak in this area of the device rarely occurs because the fusion hfo is 100 % leak tested during production and any leaks identified during testing are discarded, this device was found to be acceptable during production. The device history record was reviewed; devices are required to pass manufacturing inspections and specifications prior to release and no abnormalities were documented which would cause or contribute to the reported occurrence. The cause of this occurrence is unknown, but there is a potential that damage occurred during the shipment/transportation/storage of this device, resulting in this occurrence. Trends for issues with this product are reviewed at quarterly quality meetings. This regulatory report is being submitted as part of a retrospective review and remediation per d00953163 as part of a CAPA action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.